Event description:
Per the clinic, the internal magnet became dislodged subsequent to the patient sustaining a head trauma (date not reported). The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed january 17, 2014.

Manufacturer narrative:
This report is filed april 3, 2014.

Manufacturer narrative:
(B)(4): device currently unavailable.